Manufacturer narrative:
The investigation for high purge pressure has been completed. The pump was returned for investigation. It was the data logs were provided, with no reported purge pressure abnormalities. According to the clinical data on the purge flow dropped to 4ml/hour, with a slightly higher purge pressure of 619 mmhg. No physical damage was noted on the returned product. Upon further investigation, a string-like foreign material was found in the purge gap. When the pump was started for testing, purge pressure was observed normal of 10.3 ml/hr at 493 mmhg. The pump was running as expected. The foreign material was removed from the purge with tweezers. The pump was tested again, and the purge flow was slightly lower at 4.0 ml/hr, with a slightly increased pressure of 593 mmhg. Saturated pump flow was noted after removing the foreign material indicating that potentially that some foreign material was sucked into the purge gap during removal and when running the pump, causing the saturated pump flow and increased purge pressure (with similar metrics to as what was reported in the field). The cause of the purge pressure rise issue was most likely ingested foreign object, based on returned product investigation. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17423.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the 69-year-old male patient was on impella 5.5 support when there were low purge flows noted. Tissue plasminogen activator (tpa) was started in the purge and the purge cassette was replaced. The purge flow of 4ml/hr and purge pressure of 619 were reported after the troubleshooting. The staff monitored.